Event description:
It was reported the patient experienced an overstimulation sensation 3 days prior to this report. The patient had recharged her device for 5 minutes and tried turning her stimulation on. When the device was turned on the stimulation was too strong and the ins could not be turned off using the patient programmer or the recharger. The patient had to wait for her ins to go back to discharge for the overstimulation sensation to stop. It was noted that everything had been going well for the last month leading up to this event and there had been no problems. It was noted the patient had an appointment tomorrow. Additional information received the next day reported the patient saw a power on reset (por) message after her overstimulation problem the previous week. It was noted upon interrogation with the physician programmer a por was not recorded in the event logs. While interrogating the patient's device the statement "position trend suspect" was noted in the device data section. The meaning of the statement was unknown. During the patient's appointment her stimulation was turned back on and she felt stimulation in the correct location and at comfortable levels. Adaptive stimulation was also tested and it was confirmed positional changes and expected amplitude changes were working correctly. It was noted electrode and group impedances did not indicate problems. It was also noted the patient was worried about turning stimulation back on in case the same event happened but nothing with physician programmer indicated a problem with the system. Additional information received approximately 2 weeks after patient's last appointment reported the patient had good therapy after reprogramming. It was noted there were no lasting effects from the over stimulation and the patient was "happy." It was also noted many tests were run on the physician programmer card that all showed normal outcomes.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).